Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked due to a damaged fill port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between november 07, 20108 - november 09, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.